Event description:
It was reported that about a week after the patient had their implantable neurostimulator (ins) implanted they developed a rash over the ins site, along the side of their abdomen, and around their waist. It was very painful. The patient had an MRI done on (B)(6) but they had not heard back about it. The patient felt like it had not healed and they were thinking of getting their device removed. The patient saw their doctor about the rash and they were prescribed a 12 day ointment. The ointment helped for a little while but the rash came back. The patient was going to do another 12 days to see if that helped. The patient was also given ¿augmenton, about 12 pissl¿ which was interpreted to mean 12 pills of augmentin. If that didn¿t work they were going to talk to their doctor about having the device removed. Eleven days later it was reported that the patient still had pain around the device. They had a big red blotch with itching and redness. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the cause of the event was determined and it was not device related. The patient developed post-op cellulitis. An MRI was taken, antibiotics were given, and reprogramming was performed. The patient now had excellent pain coverage and recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).